Manufacturer narrative:
A blower assembly was returned for analysis. Visual inspection of the blower assembly revealed no evidence of damage or contamination. Failure investigation (fi) was performed, and the customer complaint cannot be duplicated. The returned blower assembly passed all testing; no fault was found.

Manufacturer narrative:
B4:24may2021. The ventilator was on a patient at the time of the noise. Therapy continued on the patient uninterrupted and without medical intervention or harm to patient and user. The field service engineer (fse) determined the blower needed to be replaced. The fse replaced the blower, ran testing on the ventilator which all passed, and the issue was resolved. The removed component was requested to be returned for further evaluation. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Report date: (B)(6) 2021. Patient code: (B)(6): insufficient information. It is unknown if the device was in use clinical use at the time the issue was discovered. Additional information has been requested.

Event description:
It was reported that there was a loud noise during ventilation. It is unknown if the device was in use clinical use at the time the issue was discovered. Additional information has been requested.